Event description:
It was reported that the user experienced a leaking cartridge after slightly overfilling it and received guidance on the correct fill procedure. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Customer care provided troubleshooting call and user education on proper cartridge fill technique. Investigation of this case revealed that the leak was consistent with overfill-related handling and not indicative of a device malfunction of the cartridge or adapter. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.